Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected software error detected alarm during testing however, the formatted history file confirmed pump error 53(line number 3148 file number 26) due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has alarmed an insulin pump error. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.